Manufacturer narrative:
Age at time of event: above 18 years and older. The device is a combination product.

Event description:
It was reported that shaft break occurred. The de novo target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.75x38mm promus element plus drug-eluting stent was advanced several times but failed to cross the lesion. After multiple attempts, the shaft was broken. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.